Manufacturer narrative:
Block e1: initial reporter facility: (B)(6) hospital. Block e1: initial reporter address 1: (B)(6).

Event description:
It was reported that prior to procedure, it was found that the energy was low. The procedure was completed with the original device. There were no patient complications.

Manufacturer narrative:
Block e1 initial reporter facility:(B)(6). Block e1 initial reporter address 1: (B)(6). The device is not available for analysis; therefore, no physical analysis of the product could be performed. However, the device was serviced on-site by a field service engineer (fse). A damaged focusing lens was identified. After the focusing lens was replaced and the optical path was realigned, the system was fully operational. Device history record (DHR) review was performed and indicated that the console was last serviced on (B)(6) 2025, the console remained fully functional, with no issues reported until the last service and/or complaint date. Based on service records, the issue was more likely due to use-related wear or field conditions rather than manufacturing or design at release. A risk review was completed and confirmed that the event of "low power" was defined in the risk documentation and is documented accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. After the fse performed the fiber port replacement, the unit was within specification, and the console was functioning as intended. Based on the information available, the conclusion code "cause traced to component failure" has been assigned as the most probable cause for the complaint.

Event description:
It was reported that prior to procedure, it was found that the energy was low. The procedure was completed with the original device. There were no patient complications.